Event description:
It was reported that a malfunction alarm occurred. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to the customer on how to reset the pump, and the issue did not recur after the reset, allowing the customer to continue using the pump with an understanding to report any recurring problems.